Event description:
Customer reportedly received results of 415 mg/dl and 127 mg/dl within 10 minutes on the compact plus system. No actins taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the system; replacement was sent.